Event description:
A report was received that a patient underwent an ipg replacement because their ipg has flipped and was perpendicular to their pocket site, causing the skin to protrude and the patient is unable to charge. The physician decided to explant the ipg since the battery was completely drained and impedances could not be tested. A new ipg was implanted. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient underwent an ipg replacement because their ipg has flipped and was perpendicular to their pocket site, causing the skin to protrude and the patient is unable to charge. The physician decided to explant the ipg since the battery was completely drained and impedances could not be tested. A new ipg was implanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The charging difficulty is an expected phenomenon when the device is flipped within the pocket. The ipg was charged normally in the lab and it passed all the required tests. The device exhibited normal device characteristics.